Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Part and batch information remains unknown at this time. Multiple attempts were made to gather data from the rep. And more information is available at this time.

Event description:
A three month post op xray was provided on (B)(6) 2023 of an image of a screw backed out of a plate in a patient. Revision surgery not being scheduled at this time.